Event description:
It was reported that during a sigmoidectomy, one side of the jaw could not open. Another device was used to complete the case. No pt consequences were reported.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.